Event description:
The customer observed a falsely elevated magnesium result generated on an architect c4000 analyzer for one patient. Sid (B)(6) initial result = 0.77 mmol/l, repeat results = 0.53 mmol/l. The previous result from the day prior was 0.51 mmol/l. The customer¿s normal reference range is 0.7-1.1 mmol/l. There was no impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the magnesium assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 73190ud00. Device history record review did not identify any non-conformances related to the complaint lot number. Labeling was reviewed and found to adequately address the issue under review. Based on the information, no systemic issue or deficiency with the magnesium reagent lot 73190ud00 was identified.